Event description:
Patient is experiencing halos and difficulty with night driving following intraocular lens implant surgery. The pt was very large pupilis, 8-9 mm in low lighting conditions, causing the edge of the optic to be in view. In addition, pt had three large striae in the central posterior capusule, pt's current visual acuity is 20/20 - 3 at -1.25+1.00 and pt is not wearing correction at this time. Each of these factors may be contributing to the halos. The pt is coping with the visual disturbance and pt's spouse drives a right for pt.